Event description:
It was reported that following implant, impedances were greater than 4,000 ohms on all or some of the bipolar pairs and all or some of the unipolar pairs. The patient felt no stimulation sensation. It was unk whether the impedances were checked prior to closing the patient. Further information is being requested at this time.